Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's compliant was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's blower motor would not function. The device was no in patient use.